Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 2 seconds upon second inflation. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Corrected field: b5. Describe event or problem-from balloon ruptured upon first inflation to balloon ruptured upon second inflation.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 2 seconds upon first inflation. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 2 seconds upon second inflation. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. B5. Describe event or problem-from balloon ruptured upon first inflation to balloon ruptured upon second inflation.